Event description:
The patient was admitted to the hospital with chest pain 12 days after the initial implant. This lead was explanted and replaced due to an rv apex perforation. The revision procedure went well and the patient was doing well the day after revision. Should additional information be received the file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.